Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient had their generator explanted due to infection. A review of device history records was performed, which indicated that the device passed all specifications, including quality control inspection, and showed no non-conformities prior to release into the field for distribution. No other relevant information has been received to date.